Event description:
The customer reported a colleague infusion pump which did not alarm at the end of an infusion. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.